Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet pump and corrected each episode with oral rapid-acting carbohydrates; the user also reported that the pump required a factory reset. Symptoms included hypoglycemia without loss of consciousness, seizure, or need for assistance. Outcomes included ongoing low glucose events managed at home without hospitalization. Investigation included internal case review of user-reported events and device history as available. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no confirmed device malfunction identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the event was unconfirmed device-related and the cause remained undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.